Event description:
It was reported that a malfunction alarm with a specific code occurred. There was no reported adverse impact to the customer's blood glucose level. The malfunction code was resettable, and the customer contacted technical support for assistance. Technical support provided instructions on resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump but was instructed to call back if the malfunction code appeared again, which the customer understood and acknowledged.